Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent, nausea, vomiting, and abdominal pain. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis event was unknown. On the same day of onset, the patient was treated with intraperitoneal vancomycin (dose, route, and frequency not reported) for the event. Dianeal therapy was stopped on the same day of onset. The patient was recovering from the peritonitis event. No additional information is available.